Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated with the suspect reference frame.

Event description:
Medtronic received information that, while in a procedure, the reference frame in the sterile field was not being recognized by the navigation system. It was noted that the non-sterile field reference frame could be recognized. There was a reported delay to the procedure of an hour and a half due to this issue. There was no reported impact on patient outcome. No additional information was provided.